Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator 2 (mtm2) to resolve the reported problem. The system was tested and verified as ready for use. The mtm2 has been received and failure analysis evaluation has been completed. The reported issue was able to be reproduced during power up, confirming the customer's issue. The root cause of the issue was attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to a master tool manipulator (mtm) being down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected a non-recoverable error 23025. A technical support engineer (tse) was contacted for assistance. The tse reviewed the logs and confirmed error 23025 pointing to the master tool manipulator left (mtml) axis 4 issue. The tse instructed the customer to hard power cycle the surgeon side console (ssc). During startup phase, the tse asked the customer to check both mtms statuses. The customer stated that the mtml does not react the same way as the master tool manipulator right (mtmr) and the error reoccurred instantly. The tse asked the customer if they have another ssc available around and the customer confirmed they did. The tse instructed the customer to power down the system and change the ssc. After powering up the system, it came up with no errors. The procedure was completed with no patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was powering on as usual with no failure. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was only able to provide the following: the patient was a 62 year old female born on (B)(6).